Event description:
It was reported that the patient was being referred for revision surgery due to an onset of painful stimulation for the past week. The physician believes that the generator is malfunctioning due to the painful stimulation at the generator pocket. It was reported that device diagnostics were within normal limits. The patient was scheduled for surgery. The patient underwent generator replacement. An implant card was received indicating that device diagnostics with the new generator attached to the existing lead were within normal limits (2350 ohms). The generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned generator was completed. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.